Manufacturer narrative:
Investigation summary: one (1) sample was received from the customer for investigation. Visual inspection of the returned sample identified that the white foreign matter reported by the customer was epoxy drip over on the needle. Epoxy is used in adhering the cannula to the needle hub and is part of the normal production process. Visual inspection of the returned sample identified that the white foreign matter reported by the customer was epoxy drip over on the needles / needle hubs. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors: a dirty sensor that doesn¿t shut the epoxy off for a missing cannula; the epoxy pressure is too high; the epoxy applicator needs attention ¿ it isn¿t shutting off when it should; the epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter for lot #9015790 item #303018. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Rationale: bd acknowledges that the returned samples had epoxy drip over on the needles / needle hubs. Bd has implemented the following actions in regards to epoxy splatters and drip overs: re-trained operators on 8 feb 2019 in regards to inspecting for epoxy drip overs and identify epoxy issues; modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles; revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. As these some of these actions were implemented after the production of this batch no further corrective or preventative actions will be taken. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the needle 25x1-1/2 rb ns experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 303018, batch no. 9015790. Verbatim: "needle had a debris in it. "